Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of threshold suspend from the sensor. The customer's blood glucose was 224 mg/dl while sensor glucose was 40 mg/dl. The customer stated that he had the sensors in for 2 days and received cal errors. The customer stated that he visited his endocrinologist and stated that he inserted his sensor correctly. The customer did not have to troubleshoot because he was driving. The customer will have his sensors replaced.